Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Blood blister-cheek [angina bullosa haemorrhagica]; stabbed-cheek [mouth injury]; cut-bottom lip [lip injury]; bleeding-bottom lip [lip haemorrhage]. Brush head would not stay on the handle and while brushing, the metal part on the handle actually (stabbed) cheek causing a (blood blister) / brush head came off and (cut) bottom lip causing (bleeding) [injury associated with device] brush heads are not staying on the handle / brush head came off [device breakage] brush head is just not going on tight [device connection issue] case description: a (B)(6) male consumer reported spontaneously via phone on (B)(6) 2018 that he purchased an oral-b power rechargeable toothbrush handle vitality 3709 in (B)(6) 2015, using it 2x a day for a minute to a minute and a half. He stated that twice last week, the oral-b brushhead, version unknown would not stay on the handle and while brushing, the sharp metal part on the handle actually stabbed him in the cheek causing a blood blister. The first time it happened, he checked to see that the brush head clicked on right and he heard the click. The second time it happened, he checked again and looked for any toothpaste inside that could have been causing it and he did not see any; he asserted that the brush head was just not going on tight. That morning, the brush head came off and he cut his bottom lip, causing bleeding. He discontinued use of the toothbrush then, on (B)(6) 2018. No medical attention was sought, but he did apply pressure with a tissue to stop his bleeding. The outcome of the bleeding bottom lip was recovered, while the outcome of the blood blister on his cheek and stabbed cheek was improved; the cut on his bottom lip was not recovered/not resolved. The overall case outcome was improved. Relevant history: none reported. No further information was provided.

Event description:
Blood blister-cheek [angina bullosa haemorrhagica]. Stabbed-cheek [mouth injury]. Cut-bottom lip [lip injury]. Bleeding-bottom lip [lip haemorrhage]. Brush head would not stay on the handle and while brushing, the metal part on the handle actually (stabbed) cheek causing a (blood blister) / brush head came off and (cut) bottom lip causing (bleeding) [injury associated with device] brush heads are not staying on the handle / brush head came off [device breakage] brush head is just not going on tight [device connection issue] case description: a 65 year old male consumer reported spontaneously via phone for a minute to a minute and a half. He stated that twice last week, the oral-b brushhead, version unknown would not stay on the handle and while brushing, the sharp metal part on the handle actually stabbed him in the cheek causing a blood blister. The first time it happened, he checked to see that the brush head clicked on right and he heard the click. The second time it happened, he checked again and looked for any toothpaste inside that could have been causing it and he did not see any; he asserted that the brush head was just not going on tight. That morning, the brush head came off and he cut his bottom lip, causing bleeding. He discontinued use of the toothbrush then, on 27-feb-2018. No medical attention was sought, but he did apply pressure with a tissue to stop his bleeding. The outcome of the bleeding bottom lip was recovered, while the outcome of the blood blister on his cheek and stabbed cheek was improved; the cut on his bottom lip was not recovered/not resolved. The overall case outcome was improved. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
(B)(6) 2018 product investigation results: product return was received on (B)(6)-2018 and evaluated. No failure could be identified at the brush handle, the brush handle is according to specifications.